Event description:
It was reported that the device was explanted after an implant duration of approximately 0.2 months. Through followup with the surgeon, it was learned that the device was explanted due to a perivalvular leak.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was initially learned through implant patient registry. Patient also had another device explanted on the same day. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is in process.

Manufacturer narrative:
In 2009, per response from surgeon, the device is not available for return. No customer letter required. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted approximately after an implant duration of zero days, due to a unsuccessful ring repair. Per the operative report, the anterior leaflet of the mitral valve itself was quite small and was unable to be fully coapting with the #30 mm physio ring.